Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account performed an echo which attributed the low flow alarms to hypovolemia. Additionally, a specific cause for the reported bleeding, renal dysfunction and clot, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 31jan2019. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. The IFU lists bleeding, renal dysfunction, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists hypovolemia and thromboembolism as a potential late postimplant complication. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 4 entitled ¿system monitor¿ explains that the low flow alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been admitted with hematuria, fatigue, and anemia. A log file review was requested. The patient is currently in the ICU (intensive care unit). During the analysis of the log file, technical services observed low flows with high pi readings, which seem to be physiological in nature. It was later reported that the patient's mean arterial pressures (maps) have been within the set goal, between 65-85mmhg. The patient does report hematuria and his hemoglobin (hgb) is 6.4 g/dl so the patient was given packed red blood cells (prbcs). The patient's echo findings do correlate with hypovolemia.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with acute on chronic symptomatic anemia with iron deficiency and an acute kidney injury (aki) ( creatinine (cr) 2.05). His hemoglobin (hgb) was 7.4 on admission and subsequently dropped to 6.4. He received 2 units packed red blood cells (prbcs). Anticoagulation was held. He was started on heparin drip. Gi and urology teams were consulted. Given no overt gi bleeding observed, no endoscopic intervention was done inpatient. However, he will require outpatient evaluation to include egd, video capsule endoscopy and lower endoscopy for further workup of his iron deficiency. Renal bladder ultrasound showed mobile clot within the bladder. The patient underwent cystoscopy on (B)(6)2020 which showed large median lobe with friable blood vessels, appeared consistent with recent bleed, status post (s/p) transurethral resection of prostate of median lobe. Of note this required ureteral meatus dilation.